Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was recently implanted with a left ventricular assist device (lvad) device. The health care professional (hcp) contacted technical services (ts) was stated that there were concerns of right ventricular (rv) pacing causing short episodes of ventricular tachycardia (vt). In addition, an elevated percentage of rv pacing was observed despite the associated device being programmed to delivered only left ventricular (lv) pacing. Ts reviewed provided information regarding how the device current programming was increasing the rv pacing percentages. Reprogramming options to decrease rv pacing percentages were provided. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was provided stating that follow up was provided with no adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was recently implanted with a left ventricular assist device (lvad) device. The health care professional (hcp) contacted technical services (ts) was stated that there were concerns of right ventricular (rv) pacing causing short episodes of ventricular tachycardia (vt). In addition, an elevated percentage of rv pacing was observed despite the associated device being programmed to delivered only left ventricular (lv) pacing. Ts reviewed provided information regarding how the device current programming was increasing the rv pacing percentages. Reprogramming options to decrease rv pacing percentages were provided. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.